Event description:
On (B)(6) 2018, a procedure to close the atrial septum defect was attempted through the internal jugular vein due to severe clotting issue. This approach was selected due to a severe clotting concern. A 12 mm amplatzer asd occluder was deployed, but was not released. A 16 mm amplatzer asd occluder was then deployed and tug tested, but the device embolized. The same 16 mm amplatzer asd occluder was redeployed, tug tested, and then released. Forty-five (45) minutes later after the second release, the device embolized. The device was retrieved from the descending aorta with a 30 cm sheath and ensnare device. A 20 mm amplatzer asd occluder was then introduced percutaneously through the groin. An aggressive tug test was successfully performed and the physician decided to release the device. The 20 mm device was stable and did not move. The physician believes the access angle through the internal jugular made implanting difficult and without a balloon sizing, the user assumed the 16 mm amplatzer asd occluder was undersized. The patient is reported to be stable.

Manufacturer narrative:
The device was returned due to 16 mm amplatzer asd occluder embolizing. The investigation confirmed the device met all functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however the physician stated the access angle through the internal jugular made the implanting difficult and without balloon sizing, the aso occluder was undersized.